Event description:
During a ptca procedure, the wire separated. An attempt to retrieve the segment with a loop or retrieval forceps was unsuccessful as the wire separated again. Approx 3cm of platinum tip and 3-5cm of the wire remained in the pt. Pt was transferred to cardiac surgery.